Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. D4: batch # a9cl12. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. Once scissored clip was received inside of a plastic container. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed 6 conforming clips as expected. The jaws were examined for visual inspection and no anomalies were noted. Although no conclusion could be reached on the cause the scissor clip of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. As the device fed and performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number and no related nonconformances were identified.

Event description:
It was reported that during an unknown procedure, 2 clips deployed at once. Jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.